Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. Two videos of a groshong catheter and one 4fr groshong catheter with stylet were returned for evaluation. A visual observation of the returned sample revealed the stylet was inserted in the catheter and some use residue was observed. A functional test of flushing and pressurizing the catheter with water using a 12 ml syringe was performed, and two leaks were observed between the 31 cm and 33 cm depth markers. A microscopic examination revealed two puncture-like holes at the locations corresponding to the observed leaks. The catheter was dissected for inspection of the inner wall and the damage appeared to be slightly larger on the interior of the catheter. The catheter material was observed to be slightly depressed around the area of the split suggesting the tubing was punctured from within, most likely by the internal stiffening stylet. This can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. Two videos of a groshong catheter were returned for evaluation. An initial visual observation of the videos revealed an open groshong catheter kit. Biological residue was observed on some of the components of the kit. The stylet was observed to be inserted into the catheter. The videos showed two dripping leaks between the 31cm and 33cm depth markings when the catheter was flushed. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. Therefore, the exact cause of the reported damage is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information provided: no harm to the patient, identified failure during the procedure prior to complete insertion of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the use of the product, a hole was identified in the catheter wall, compromising its integrity and making its use unfeasible. The defect was observed with the catheter at the time of the procedure.